Event description:
The physician put the dilator into the sheath and the valve was real tight. The dilator was eventually put into the sheath. When the dilator was removed, the sheath was squirting blood everywhere; the pt lost approx 100ml of blood. The sheath was removed and new sheath placed; procedure completed w/o further difficulty. Pt is currently fine.

Manufacturer narrative:
(B)(4): leaks is not listed in the instructions for use. The device was returned in a used and damaged condition: the silicone disk had dislodged from one edge and folded down into the check-flo body. Per specifications, "perform an air pressure test on 100% of each order rec'd." Specifications instruct, "confirm correct proximal check-flo assembly. Disc must be correctly positioned in check-flo cap. Assembly must be clean and free of debris." Precautions listed in the IFU state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." The silicone disk had dislodged from one edge and folded down into the check-flo body. Although these devices are 100% leak tested, this failure mode is relevant to a CAPA which implemented a design change effective 02aug2011, which is after the valve assembly date for this device. The effectiveness of implementing risk reduction activities as a result of CAPA investigation will be determined. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar occurrences. A CAPA was previously issued for this failure mode and product family based on prior similar complaints. Risk reduction was implemented on 02aug2011 requiring a design change to the check-flo body that more effectively captured the check-flo disk. A review of the device history record confirms the valve was assembled prior to the CAPA implementation, and therefore, risk assessment is evaluated prior to that date. As a result, the associated risk does not warrant add'l corrective action at this time.